Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-12264. It was reported (B)(6) the patient experienced ineffective stimulation, as well as discomfort at the anchor site. X-rays revealed the patient¿s lead migrated. Reprogramming attempts were unsuccessful. To address the issue, the physician explanted both of the patient¿s leads and replaced it with a single lead. Postoperatively, effective therapy was restored. Note: both of the patient's leads are being reported because it is unknown which lead migrated.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-12264. Follow up information identified the patient¿s discomfort at the anchor site resolved following the explant on (B)(6) 2018.